Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed february 11, 2014.

Event description:
Per the clinic, the patient experienced intermittencies and uncomfortable stimulation with device use, and the issue could not be resolved. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same procedure.